Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose level of 50 mg/dl. The customer reported the insulin pump alarmed software error and insulin flow block. The customer did troubleshooting for the insulin pump, however was unable to remove the set at the time. The customer was advised to change the entire infusion system. The customer treated the low blood glucose level with food and declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm noted during testing or in download history noted. Unit received with minor scratched lcd window, keypad overlay texture damage and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.